Manufacturer narrative:
Medical device expiration date: n/a. Investigation summary: customer returned one (1), full shelf carton (100 sealed syringes) for 31gx8mm, 0.3ml bd insulin syringes from lot 7020557. Consumer reported: one (1) box of insulin syringes that does not look like the product we have on our distribution center shelf; the labeling on the box is different. The returned sample was examined, and no evidence of manufacturing defect was observed. Since no manufacturing defects were observed, the alleged issue could not be confirmed. A complaint history check was performed and this is the 1st related complaint for incorrect packaging on lot # 7020557. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no: 328438, batch no: 7020557. It was reported that before use of the bd insulin syringe with bd ultra-fine¿ needle the label in the box of syringes being reviewed my an employee in the distribution center is different than the other boxes in the distribution center. The following information was provided by the initial reporter: it was reported that during routine review of reclamations, a employee noticed one (1) box of insulin syringes that does not look like the product we have on our distribution center shelf the labeling on the box is different.